Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while attempting to load a cartridge, the customer received a change cartridge alert and then a minimum fill notification was received. Tandem technical support advised the customer to load a new cartridge. The customer completed the load process using a new cartridge. The customer's blood glucose level was 230 mg/dl.